Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt was unable to turn the stimulator back on when he turned it off with the magnet. The pt also reported difficulty when using the pt programmer. He stated that the programmer turned off the ipg once it is located with the programmer wand. Follow up on the pt found that the pt is scheduled to meet with a sjm representative in order to evaluate the magnet and replacement programmer and wand. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.